Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Procedural images and the patient¿s executive summary were provided to medtronic for review. One image depicting the aortic valve calcification was provided, and it appears there was a lack of aortic leaflet calcification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a high risk patient with severe aortic regurgitation and moderate aortic stenosis, due to a push/pull test, the valve dislodged. The team elected to withdraw the valve from the patient and cancel the procedure. No adverse patient effects were reported.